Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. The increased intra-peritoneal volume (iipv) event was identified in the event history log review. The cause was determined to be one or more cycles advanced to the next fill when a slow / no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 18:54:00. During night drain cycle five, the patient's ultrafiltration reading was 1095ml, indicating the home patient (hp) drained 1095ml more than their maximum programmed fill volume of 1500ml. No additional information is available.